Event description:
Reporter alleged the patients blood glucose measured 138 mg/dl compared to a lab result of 81 mg/dl when testing was performed within 10 mins of each other. It was stated immediately after the lab test, the patients meter read 149 mg/dl. Controls were reportedly run on the lab method and were found to be within an acceptable range. No actions or treatment was rec'd as a result. A request was made for the return of the suspect product and replacement product was sent.